Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show the motor rate error. Service replaced the stepper motor. Functional and use testing was performed. The problem source is unknown.

Event description:
Information was received that the medfusion pump has a motor rate error. No reported adverse effects.